Manufacturer narrative:
Medical safety/clinical reviewed the event. A 59-year-old male with a medical history significant for poorly controlled diabetes mellitus (per documentation, patient reported not routinely monitoring blood glucose levels) presented with chest pain. Electrocardiogram (ECG) performed by emergency medical services (ems) demonstrated st-segment elevation in the field, and a st-segment elevation myocardial infarction (stemi) alert was activated. Coronary angiography revealed an acute total occlusion of the mid-right coronary artery. One drug-eluting stent was successfully deployed. Additional imaging of the left coronary demonstrated diffuse multivessel coronary artery disease. The patient became hypotensive and required endotracheal intubation. Due to ongoing cardiogenic shock, an impella cp was implanted for mechanical circulatory support. The society for cardiovascular angiography and interventions (scai) cardiogenic shock classification was stage c at the time of impella cp implantation. Percutaneous coronary intervention (pci) was performed to the proximal left anterior descending (lad) artery, with documentation of chronic total occlusion of the remaining lad, as well as disease involving the proximal ramus and proximal left circumflex (lcx) arteries. Following the procedure, the patient was transferred to the unit on impella cp support. On post-implant day one, the physician documented that the impella catheter appeared to be positioned behind the papillary muscle; however, no device alarms were present, flows were adequate, and the catheter position (91 cm at the hub and 3.1 cm from the aortic valve) was left unchanged. Approximately two hours later, brief ¿impella in aorta¿ alarms occurred following a coughing episode. The alarms resolved spontaneously, and device waveforms normalized. Nursing staff indicated the coughing episode was believed to have precipitated the alarms. Later that day, the patient developed laboratory evidence of hemolysis, with plasma free hemoglobin (pfhgb) of 150 mg/dl. Repositioning of the impella cp was unsuccessful. Due to hemolysis and the need for longer-term mechanical circulatory support as a bridge-to-decision strategy, the patient was escalated to an impella 5.5. Approximately seven days later, while on impella 5.5 support, the patient experienced runs of ventricular tachycardia. Bedside echocardiography measured the impella 5.5 position at 4.5 cm across the aortic valve. The patient¿s scai cardiogenic shock classification had progressed to stage e. On that same day, the patient elected to transition to comfort-focused care. With family present, life-sustaining therapies were withdrawn, and the patient expired. Hemolysis when device is malpositioned is a known potential complications of impella cp support and are being reported as serious injury events attributed to the impella cp. The death is being associated with the impella 5.5 as the device was in place at the time of death and the patient experienced ventricular tachycardia while on support. The patient¿s underlying condition was the most likely contributing factor to the demise outcome (poorly controlled diabetes mellitus, diffuse chronic coronary artery disease with chronic total occlusions, and progression from scai stage c to stage e shock). Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Additional information provided in b3 (updated event date to new value: 10/27/2025). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data review: data logs showed pump ran without issue during support. There were positioning alarms triggered during the case but resolved quickly. There were no mc spikes, abnormal ps or purge issues observed during support. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that a patient was on impella cp support. While o support it was reported that the patient was escalated to impella 5.5 after impella cp was unable to be repositioned and hemolysis - plasma free hemoglobin 150. The patient was escalated to the impella 5.5 and patient outcome was noted as expired. This report is for the impella cp and a additional report will be sent for the impella 5.5 (serial number (B)(6)).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.